Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated using a 2.0x20 unspecified balloon catheter. A 3.50 mm x 28 mm promus element plus stent delivery system (sds) was advanced; however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged. Two struts on the fourth most distal row were slightly lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).